Event description:
There was an allegation of questionable glucose results using the accu-chek inform ii test strips with two accu-chek inform ii meters + rf for one patient. The initial result at 7:32 am was 601 mg/dl, with meter serial number (B)(6). The result at 7:37 am was 98 mg/dl, with meter serial number (B)(6). A lab result at 7:37 am was 100 mg/dl.

Manufacturer narrative:
The accu-chek inform ii meters' serial numbers are (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Manufacturer narrative:
The customer's product was not received for investigation; therefore, a substantial investigation could not be completed. With the information provided, the investigation determined that there was no product issue found. H9 coding was updated.